Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis could not confirm the reported event. It was noted that the upper case was broken, the lower case was broken, one side bail cover was broken, the ring cover was broken, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard pad was contaminated and the main printed circuit board (pcb) was defective. Further analysis was performed on the main pcb. Visual inspection found no anomalies. Current testing passed, the device was turned on and typical operation was observed, no anomalies were found when cycling power on/off with ambient, warm and cold temperature. The reported event or failure seen during repair of the device could not be reproduced with properly locked flex connectors. (B)(4).

Event description:
It was reported the asynchronous mode works intermittently. It was also reported the screen occasionally just flashes on when emergency button is pressed. The device was returned for repair. There was no patient involvement.